Manufacturer narrative:
The explanted hydrus microstent was returned to the manufacturer for evaluation. The microstent was decontaminated and subjected to visual inspection and dimensional analysis. Microscopic visual inspection of the microstent revealed no damage or visual defects and the microstent met all dimensional specifications. The hydrus delivery system returned with the microstent was used for attempted repositioning and explantation (i.e., this delivery system was not used for implantation). Visual inspection of the delivery system and functional testing of the delivery system with the explanted microstent was performed. All specifications were met and the device functioned as intended during advancement, release, recapture, and retraction. The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings that relate to the reported event. Manufacturer reference #: (B)(4).

Event description:
The surgeon provided the following additional information to ivantis on (B)(6) 2019. The patient was last examined on (B)(6) 2019. At this visit the patient's iop in the left (operative) eye was 13 mmhg on 3 iop-lowering topical medications. The patient's uncorrected visual acuity (ucva) was 20/20. The hydrus microstent had been replaced with istent inject microstents.

Manufacturer narrative:
The explanted device is being returned to the manufacturer for evaluation and the findings will be provided in a supplemental report. Inflammation (e.g., uveitis, iritis), pain and iris-microstent touch are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
A hydrus microstent was explanted on (B)(6) 2019. The surgeon reported the patient had been experiencing discomfort and inflammation due to the microstent rubbing on the iris. The surgeon attempted to reposition the hydrus prior to explantation, but even though the hydrus appeared to be placed properly in schlemm's canal, the patient's iris was more anterior towards the cornea than most patients (anatomical issue) and was unable to be repositioned without contacting the microstent. Clinical follow-up was requested from the surgeon, who provided the following details on august 1, 2019. On (B)(6) 2019, a (B)(6) male patient underwent cataract surgery with implantation of the hydrus microstent; both procedures were uneventful. The microstent was explanted due to iris incarceration at the device inlet. There were no complications during the explant procedure and the patient is being followed. At the most recent visit on (B)(6) 2019, the patient's most recent intraocular pressure (iop) in the operative eye was 23 mmhg. The baseline iop was 14 mmhg.